Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2010 and suture was used. The patient experienced a wound seroma on (B)(6) 2010. It was treated with wound culture, antibiotics, wound dressing and wound re-suturing on (B)(6) 2010. The event was resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.